Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage was noted. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube window and cracked battery tube threads.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported having to press the buttons multiple times to get a response, particularly from the up button. Customer reported doing rafting with the insulin pump, but stated that it remained in a dry bag. Blood glucose level was 190 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.